Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.